Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The complained product has been requested several times for return to execute investigation: no product was returned. Therefore, no physical investigation can be executed. The complaint records have been analyzed for similar cases. 4 similar failure descriptions were found in relation to (B)(4)sold units. In all cases a mechanical damages caused by the operator was stated. No indications for a systematic issue. Most probable root cause: cause traced to user e.g. Mechanical damage. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a clickline forceps insert. According to the information received, the clickline forceps insert was found broken at the lock pin during operation. Date of the event not known. Information about patients health was not provided. Additional patient information is not available.